Manufacturer narrative:
(B)(4). After battery installation, the down keypad button did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement test due to the keypad anomaly. The entire keypad overlay peeled off. Also the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the front panel that cover buttons was completed lifted. Customer stated that it was difficult to operate the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.